Manufacturer narrative:
Balt USA reference: #(B)(4). The product analysis was completed by manufacturer, balt extrusion. Summary as follows: the defect product is returned into its opened pouch and secondary packaging. Visual aspect: the hybrid is in 2 parts. Measures: total length 200mm : conform to specif . Nitinol length 405mm : conform to specif . Inox length: 1600mm : conform to specif . Based on the available information and the investigation results the complaint can be confirmed. Balt extrusion sas has received the device, and it has been analyzed in our quality laboratory. The investigation was based on the manufacturing records for this specific lot, the information provided by the hospital, and the data from our post-market surveillance process. 1) device analysis: -the defect product was returned in its opened pouch and secondary packaging. - the hybrid was returned in two parts. - the proximal part of the guidewire measures 405mm and the second part measures 1600mm. The rupture (break) occurred at the junction of the nitinol/inox welding. 2) manufacturing record during the manufacturing process, several tests are performed: - two different destructive tests by sampling are performed: wire twisting and bending - all units are tested with a non-destructive bending test. - the aspect of the welding is 100% controlled. The lot history record (lhr) review did not highlight any anomaly which could potentially explain the issue experienced during the procedure. 3) information regarding the procedure: according to the information provided by the hospital, during the navigation the physician did not feel any friction or resistance, therefore there was no hydrophilic coating issue, which was confirmed with the analysis of the product: we did not notice any hydrophilic coating delamination. No excess pressure or force was applied to the guidewire, as the practitioner did not feel any resistance while navigating the device. However, the guidewire broke nonetheless: the entire device was retrieved by thromboaspiration. We do not have any information of the patient anatomy (no procedure images), which could have an impact on the navigation. The physician completed the procedure with a competitor guidewire. According to the information provided by the hospital, there were no neurological sequelae, and the patient was in good condition. 4) post-market surveillance data: the post-market surveillance process monitored closely this failure mode and various corrective measures have been implemented internally. Hybrid rupture (break): trend analysis: regarding the trend analysis, since 2023 we did not observe any trend for the failure mode "rupture (break) nitinol/inox" during use. We have defined a trend when the alert limit threshold is reach for three consecutive months. We have also analyzed the ratio of the complaint versus sales we have the following result for the twelve rolling months: r=16/48800=0,033%. According to the risk analysis documentation the risk residual remains acceptable. Internal corrective measures various actions have been taken to standardize the welding process, and the frequency of preventive maintenance has been increased. The standardization actions put in place are as follows: - standardization of tools between equipment - standardization of manufacturing processes (operator methods) by equipment through a work instruction - preventive maintenance has been reinforced - training refresh has been implemented for the welding step. The last action implemented was the validation of a new generator for the welding machine allowing the improvement of the nitinol inox welding. This implementation was performed in july 2025. A monitoring will be implemented to follow the impact of the action on the quality and performance of the device. In conclusion, based on all the information gathered we cannot confirm that the quality of the device is compromised. However, the hybrid rupture (break) failure mode is closely monitored by the post market surveillance process. All the internal corrective measures will be followed. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "during the embolization of the aneurysm, the tip of the guidewire detached during navigation. The damaged element was removed." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: #(B)(4). Investigation pending return of suspected device. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "during the embolization of the aneurysm, the tip of the guidewire detached during navigation. The damaged element was removed." Incident report form submitted for this complaint indicates that no patient injury was sustained.